Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001822565 - 2018 - 00519, 0001822565 - 2018 - 00523. Additional concomitant medical products: 00783401300, femoral stem press-fit ld/fx collared, lot 60213009; 00500104800, shell 48 mm o.d., lot 75712700; 00500104728, liner 28 mm i.d, lot 75246500. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient is experiencing extreme pain, itching, swelling, hot to the touch, instability, metal poisoning and hip "feels like sandpaper" approximately 13 years post-implantation of left total hip arthroplasty. It is also noted that the patient is experiencing an open wound infection on left leg that occurred greater than one year post op. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
The reported UDI is wrong. UDI is not availabe for this item as it was manufactured before they were printed on the label. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.